Event description:
During an acromioplasty procedure with an ultravac 90 with integrated cable arthrowand, the pt sustained a first degree burn, on the left shoulder at the lateral portal, approx 2 cm x 2 cm in size. Reportedly, the burn was treated with pasta betadine. The physician's opinion of the cause of the burn was reported as due to the device. No additional information is available at this time.

Manufacturer narrative:
The device was not returned for investigation. Since the device was not returned for investigation and the lot number was not provided, a complete investigation could not be performed. No conclusion can be made.